Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) clinical trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 1 day. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that there was a low speed advisory that took place on (B)(6) 2018. It was also reported that the stored patient set speed was set 200 rpm below the patient low speed limit of 5600 rpm. After review of the log file, it was confirmed that the patient set speed was lowered before lowering the low speed limit, which caused the alarms to go off. The alarms resolved after the low speed limit was set below the set speed of the pump. No other unusual events were noted and the pump parameters were within normal limits. Additional information was received on 12apr2019. The patient was extubated on (B)(6) 2018 and throughout the day had been having a lot of ectopy. Patient was quickly weaned off dobutamine(milrinone was continued) and motor speed on patients lvad was lowered down as well, but then that night the patient went into ventricular tachycardia(vt) storm. Patient aicd shocked the patient 5 times and there were numerous antitachycardia pacing(atp) episodes. Patient was bolused amiodarone 150mg 3 times and then started on gtt of 1, lidocaine 100mg twice then started on gtt of 1, given fentanyl 25mg twice, mg 4g IV, started on nitro and esmolol gtts, levophed turned off, vaso turned down to 1. (B)(6) 2018 lidocaine discontinued and amiodarone switched to orally 400 twice a day(bid). Tele reviewed no more vt overnight, continues to av pace. Patient with ventricular fibrillation on (B)(6) 2018. Shocked, lidocaine given. Intubated and sedated, went to cath lab for ablation to resolve the irregular heart activity. The patient expired (B)(6) 2018.

Event description:
It was reported that on (B)(6) 2018, the patient had a successful ventricular tachycardia ablation. When lifting sedation, the pupils were anisocoric and the patient was taken for a head computer tomography. The non con was negative. The computer tomography showed possible posterior circulation infarct. On (B)(6) 2018, the follow-up head computer tomography showed multiple scattered moderate sized embolic infarcts. On (B)(6) 2018, the patient's lactate dehydrogenase (ldh) spiked from 462 to 4506. The ldh value remained high with signs of down trending to 1497 on (B)(6) 2018.

Manufacturer narrative:
Section b5, h6: additional information.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a correlation between the device and the reported arrhythmia could not be conclusively determined through this evaluation. Evaluation of the submitted log file showed the device operated as intended for the duration of the log file with no atypical events captured. The reported low speed advisory on (B)(6) 2018 was confirmed to be the result of the pump fixed speed being lowered below the low speed limit. The low speed limit was adjusted lower than the fixed speed and the issue resolved. Multiple requests were made, however, the lvad was not returned. Cardiac arrhythmia is listed in the heartmate 3 instructions for use as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system (lvas). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events (cardiac arrhythmia, embolic stroke, and elevated ldh), as well as a direct correlation to the heartmate 3 lvas, serial number (B)(6), could not conclusively be determined from this evaluation. Evaluation of the submitted log file showed the device operated as intended for the duration of the log file with no atypical events captured. The reported low speed advisory on (B)(6) 2018, was confirmed to be the result of the pump fixed speed being lowered below the low speed limit. The low speed limit was adjusted lower than the fixed speed and the issue resolved. The hm3 IFU lists cardiac arrhythmia, stroke and hemolysis as adverse events that may be associated with the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on (B)(6) 2018. No further information was provided. The manufacturer is closing the file on this event.